Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the fill port during filling with 5% dextrose solution. The leak stopped once the fill port was capped, however the back flow of solution leaked from the port once the cap was opened. It was unknown whether or not a filter was used for filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with approximately 10 ml of fluid in the bladder. Visual inspection noted evidence of leak/backflow at the fillport when the fillport cap was removed. Further visual inspection revealed the cause of the leak/backflow condition was due to a white particle approximately 1.66 mm in length located under the checkband. The particle was identified to be acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. The cause of the white particle could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.